Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6)/2015. Customer performed blood glucose test on (B)(6) 2015 at 10:49pm with result of 191 mg/dl. Testing performed one hour and two hours later with test results of 172 mg/dl and 136 mg/dl respectively. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 100 mg/dl and 121 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/18/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 118mg/dl, (B)(6) 2015, 10:40pm; 103mg/dl, (B)(6) 2015, 08:45pm; 125mg/dl, (B)(6) 2015, 02:50pm; 134mg/dl, (B)(6) 2015, 12:41pm; 93mg/dl, (B)(6) 2015, 12:39pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate referenceinvestigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer performed blood glucose test on (B)(6) 2015 at 10:49pm with result of 191 mg/dl. Testing performed one hour and tow hours later with test results of 172 mg/dl and 136 mg/dl respectively. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 100 mg/dl and 121 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/18/2016 and open vial date is 07/02/2015. (B)(6). Adverse event not reported.